Event description:
It was reported the customer received a no delivery alarm during a manual prime. The customer stated they had switched out their infusion set twice and the alarm persists. Troubleshooting found insulin was not able to exit from the tubing with a push plunger. Troubleshooting was also able to assist the customer with manually priming their insulin pump. It was found the insulin pump did not alarm no delivery after troubleshooting. Customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)